Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient had a right total hip arthroplasty on (B)(6) 2006. It is further alleged that the patient was revised on (B)(6) 2010 due to "right transverse acetabular periprosthetic fracture and traumatic loosening of right total hip arthroplasty (acetabular component)."

Manufacturer narrative:
An event regarding periprosthetic acetabular fracture involving a trident psl shell was reported. The event was not confirmed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient had a right total hip arthroplasty on (B)(6), 2006. It is further alleged that the patient was revised on (B)(6), 2010 due to "right transverse acetabular periprosthetic fracture and traumatic loosening of right total hip arthroplasty (acetabular component)".